Event description:
It was reported that this right ventricular (rv) lead exhibited consistent noise which was reproductible with lead integrity anomaly. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent noise which was reproductible with lead integrity anomaly. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information received indicates the noise was only observed when breathing occurred. Patient was transferred for lead extraction, reimplant and device change out. Subsequently, the patient was discharged with no other complications. No additional adverse patient effects were reported.